Manufacturer narrative:
This report is being submitted as part of a system level review, which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the medical records review of the reported information and the plant's investigation.

Event description:
It was reported by the dialysis clinic that the patient experienced nausea vomiting and diarrhea. The patient was diagnosed with peritonitis and admitted to the hospital for treatment. Additional information has been requested.